Event description:
It was reported to philips that the system did not boot up properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The distributor visited onsite and found that the system does not boot properly. The distributor identified the ny-dcps (power supply) as faulty and replaced it. After the power supply replacement, the host pc was not synchronizing properly with the system, and the trigger for turning it on/off had failed. The philips remote service engineer (rse) was asked to diagnose the issue further. The rse found that the power connection for the host pc (ny-ac-th) was incorrectly attached to the wrong connector. The distributor corrected the connection by reconnecting it to the correct spot. After these actions and a power supply replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.